Event description:
Medtronic received a report that as the coil curled inside the microcatheter, it could no longer be entered. The coil was stuck in the catheter in the middle section. It was unknown if the coil or catheter was damaged. The reported device and any accessory devices were prepared as indicated in the IFU. It was unknown if any patient symptoms or further complications were associated with this event. Additional information received that the lesion characteristics are unknown. The vessel was tortuous. The patient is recovering well from the procedure. The patient did not experience and symptoms or complications related to the event. The coil came out of the introducer sheath smoothly. It is unknown if there was any kink/damage to the coil observed after removal. The catheter was not a medtronic product. Additional information received reported the vessel tortuosity was moderate.

Manufacturer narrative:
H3: product analysis #705672558: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5. Drawing(s) referenced: n/a . As found condition: the concerto pusher was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a sealed tyvek biohazard pouch. The dispenser coil was returned separately. The non-medtronic micro catheter used in the event was not returned for analysis. . Visual inspection/damage location details: the concerto pusher was found broken at the break indicator with the two segments retained by the release wire. This is usually indicative of a manual detachment attempt at this location. The coin was found fully retracted out of the lumen stop. No damages or irregularities were found with the shield coil. The concerto implant coil was already detached and not returned for analysis. . Testing/analysis: the concerto device could not be used for resistance testing as it was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. Customer reported devices were prepared per IFU, and vessel was ¿tortuous¿. As the implant coil and the non-medtronic micro catheter used in the event was not returned for analysis, any contribution of the implant and micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The pusher was found broken at the break indicator and the release wire/coin was retracted out of the lumen stop, detaching the implant coil as expected by the device detachment subassemblies. The customer did not report any detachment attempts. Ngod10 (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.